Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple follow up contacts were performed with the customer; however, the issues has not been resolved, and the customer has indicated if the repair will be completed. In event that new information is provided, the complaint will be reopened, and the investigation will be updated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display that was not lighting up. There was no patient involvement when the issue occurred. No patient or user harm reported. There was no user impact reported. A philips remote service engineer (rse) noted that the customer's had a display that was blank. The customer reported that they had received a first generation display from another supplier, and it did not resolve the issue. The customer then tried a different user interface (ui) board, and the device was working as intended. The rse recommended replacing the ui board and was provided with the part number for a replacement. The customer reported that the user interface board was replaced, and but the issue was not resolved. Additional details are being requested. Investigation is ongoing.

Manufacturer narrative:
H10: the customer reported that the display/backlight assembly, but the issue is still not resolved. Investigation remains ongoing.

Manufacturer narrative:
H10: the customer reported that the backlight inverter board was replaced, and that the backlight was lighting up the display, but nothing can be seen on the screen due to distortion. The customer reported that they have not followed up with a philips remote service engineer to obtain additional assistance regarding the reoccurring issue. Investigation remains ongoing.